Event description:
Drug;diluent: morfina molteni. Fill volume: 125 ml. Flow rate: 5 ml/hr. Procedure: unk. Cathplace: unk. B. Braun reported a fast flow, the pump infused in 12-15 hours instead of 24 hours. (Additional info rec'd 03/19/2013). It was reported that the adverse clinical effects were respiration difficulties, nausea, sweating. Symptoms dissipated after treatment of rehydration. Pt is reported to be in good condition. Start time of infusion: (B)(6) 2012 7:00 am. End time of infusion: (B)(6) 2012 2:00 pm.

Manufacturer narrative:
Method: the evaluation of the pump is anticipated, but not yet begun. Results: the device is pending evaluation and testing at this time. Conclusions: a follow-up report will be filed when the investigation is complete. I-flow provides a "caution" in its dfu (easypump lt) which states the following; cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degree centigrade/88 degree f) and the tubing should be under the pts clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degree c/ 68 degree f), delivery time will increase approximately by 25%. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.